Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by daughter who provided glucagon as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.